Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation under the breast line that was rubbed raw. The patient reported that physician prescribed anti biotics. The patient reported that the rash was slowly healing but was continuing to use the antibiotics.